Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to the force sensor flex cable incompletely plugged in. Unable to perform displacement, and self tests due to the critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error in the motor detected by reading unexpected value from hall sensor. The customer¿s blood glucose was unknown. Customer also states that they are able to clear the alarm but unable to rewind the pump. The insulin pump will be returned for analysis.